Event description:
The customer's blood glucose was unknown. It was reported that after inserting the battery into the insulin pump, the insulin pump stopped working. The customer stated that she received the failed battery test alarm even after changing the battery for a second time. Troubleshooting was done. Advised customer to use the energizer (B)(6) batteries for the most effective insulin pump use. The customer did not complete the troubleshooting because she had inserted another battery and did not have time at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.